Event description:
Related manufacturer reference number:1627487-2023-01551. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed both the l4 and l5 leads to be fractured. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue

Manufacturer narrative:
The reported event of lead fracture was confirmed. The report stated that the patient reported no recent falls or trauma. Analysis of the returned lead b found it had a kink on the outer tubing where all wires were broken.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.